Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
The device was used for endoscopic bile duct drainage and the stent was to be placed in the common bile duct. The user noticed a slight kink in the sheath when he opened the packaging prior to use, but he used the device. When he inserted the device into an endoscope, the sheath kinked and became unusable. Therefore, a tube stent was used instead to complete the procedure. There have been no adverse effects to the patient reported. Physician's comment: this is a matter of device defect. Sales rep's comment: a slight kink was noticed prior to use, but it cannot be determined if the kink was made when the device was manufactured or when the user removed the device from the packaging. It is unlikely that there was a problem in the way of device use since the user is experienced. Additional information: general questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)(when unpacking or preparing the evolution). If any damages were confirmed prior to use)was the package damaged? Unknown. If any damages were confirmed prior to use)how was the device stored? Unknown. What endoscope type and channel size was used? Olympus's jf scope. What was the position of the elevator? Was it opened or closed? Unknown. Details of the wire guide used (diameter, type, make)? Visiglide2. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no unknown. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? No. Please advise the anatomical location of the intended target site already stated in patient/event info tab. How long was the stent in the patient by the time this complaint occurred? N/a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Did the patient require any additional procedures as a result of this event? N/a, yes, no no. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day (same procedure). Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Yes. If yes, please specify what was observed and where on the device it was observed. Kink in the sheath (please compare the actual device and the attached photo.)

Manufacturer narrative:
Device evaluation 1 unit of evo-pc-10-11-6-b and lot# c1825407 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This file is related to (B)(4). User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 13 jun 2022. Visual inspection flexor broken approx 132 cm from white tip red marker at 4.5 dimpling on return lock wire in place documents review including IFU review prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b of lot number c1825407 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1825407. It should be noted that the instructions for use states the following: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user there is evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause of the user not reading or following the IFU was identified from the information provided. It is known that the user noticed a slight kink in the sheath when he opened the packaging prior to use, the user proceeded to use the damaged device anyway. From the photo provided by the customer a clear kink is evident in the sheath of the device in the packaging . When he inserted the device into an endoscope, the sheath subsequently kinked and became unusable. Continued attempt to deploy once kinked would have stretched/pulled apart the flexor. Summary complaint is confirmed based on the customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. User then changed to another same device to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 12-apr-2023 and findings that user error was the route cause of the complaint leading to a cancellation report. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 13-jun-2022. Visual inspection: flexor broken approx 132 cm from white tip. Red marker at 4.5 dimpling on return. Lock wire in place. Functional inspection: handle actuation as intended for deployment and recapture. Unable to deploy stent.